Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the insulin gauge was inaccurate. Customer changed the cartridge and infusion set to resolve the reported issues. Customer's blood glucose was 240 mg/dl.